Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27feb2020.

Event description:
It was reported that the unit had a dim display. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer was provided with part information to replace the user interface assembly. The customer reported that the user interface was replaced and the unit returned to service.